Event description:
Revision surgery was necessary because the troch nail rotated anteriorly, causing the anti-rotation screw and lag screw to cut out. Surgeon suspected that original implantation of the lag screw was too anterior, which then led to this problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.